Event description:
A report was received alleging that during use of the listed tracheostomy tube for less than one hour, the patient experienced difficulty breathing. An emergent exchange of the tracheostomy tube was required. The reporter stated that the device's curvature was different than previously experienced. No incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.